Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event were any concomitant procedures performed? Onset date/time of the pain from surgery location and character of the pain? What medical intervention was given for the pain management? Results? Date and results of mesh removal? What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown surgical procedure in 2004 and the mesh was implanted. Three years later the vaginal portion of the mesh was removed due to vaginal and groin pain. It was also reported that persisting symptoms of groin pain have been managed through various means including percutaneous tibial nerve stimulation recently. The mesh is still partially implanted in the patient. Additional information has been requested.